Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, urinary frequency, urgency, bladder pain, nocturia, urinary incontinence and rectocele. It was reported the patient concurrently underwent total vaginal hysterectomy, mccall's culdoplasty, anterior & posterior colporrhaphy.

Manufacturer narrative:
It was reported that following insertion the patient experienced interstitial cystitis.